Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and identified defective buffer valves. The fse replaced the buffer valves to resolve the issue. Information not provided by customer. Phone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high ion selective electrode (ise) patient results including sodium (na), potassium (k) and chloride (cl) on their au5800 clinical chemistry analyzer. The customer repeated the patient samples and obtained lower results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the data for three (3) patient samples.